Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary several products involved in this incident were returned to our quality team for investigation. Upon inspecting the product, no clogging or deformation was observed on any of the returned products, product was verified to meet required specifications as outlined by atom medical. The mixed injection part of the terumo chemo safe infusion set has a mechanism in which the rubber valve is pushed into the tip of the male luer connector to open and allow liquid to pass in the center. During our evaluations it was found the opening is small and even the slightest unevenness within the luer tip may prevent the valve from opening properly, thus restricting flow. During our investigations, no issues related to the injector were identified that may have contributed to the reported incident. Based on the results of the investigation, it was determined this incident is related to the tip of the male luer connector from the IV set manufactured by atom medical. Atom will continue to perform 100% inspections, ensuring the device is smooth in order to prevent any issues related to the flow of fluids. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that injector luer lock n35c multipack had flow issues. The following information was provided by the initial reporter: the hcp connected to non-bd infusion set and started infusion; however, the volume level in the drip chamber of the non-bd infusion set decreased and occlusion was suspected. The drug used is etoposide.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector luer lock n35c multipack had flow issues. The following information was provided by the initial reporter: the hcp connected to non-bd infusion set and started infusion; however, the volume level in the drip chamber of the non-bd infusion set decreased and occlusion was suspected. The drug used is etoposide.